Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that operating room staff called to report the system faulted mid-procedure when the stapler was being used, and the caller was not in the room and could not provide additional details while the procedure was still ongoing. The technical support engineer then reviewed the system logs, confirmed error 31048 indicating a supervisor timeout, and verified the user recovered from the fault. A subsequent call requested another log review, and the technical support engineer advised that the fault was attributed to a robot board, noted the site continued using the system, and stated there was no way to predict whether the fault would recur. The customer reported event has no report of patient injury.